Manufacturer narrative:
The reported field event of charge time out was confirmed. The device was above the elective replacement indicator (eri) when received. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A capacitor maintenance test was successfully performed. The cause of extended charge time could not be determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that there was a charge time limit reached on the implantable cardioverter defibrillator. The patient presented to clinic where capacitor maintenance testing was performed, and the charge timed out during testing as well. The device was explanted and replaced, and the patient was in stable condition.